Manufacturer narrative:
Follow-up report submitted to document concomitant devices.

Event description:
It was reported that during a surgical procedure at the user facility the device was overheating/smoking, and the bur broke within the attachment. The procedure was completed successfully using back-up equipment. No clinically significant delay, no medical intervention and no adverse consequences were reported with this event

Event description:
It was reported that during a surgical procedure at the user facility the device was overheating/smoking, and the bur broke within the attachment. The procedure was completed successfully using back-up equipment. No clinically significant delay, no medical intervention and no adverse consequences were reported with this event